Event description:
It was reported that the patient's blood glucose (bg) levels reached 354 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula measured out to be 1.181", which is out of specification. During investigation, the stretched soft cannula did not prevent fluid from flowing through its intended fluid path. The downloaded data did not show any timeouts or drive stalls during the pod's run. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined.